Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx4591. Visual inspection noted no obvious observations. Catheter tested for difficulty deflating. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. Concentricity of catheter balloon is 75/25. Attempted to deflate the balloon passively and only 5 ml could be withdrawn with in 5 min. Again, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution. The balloon deflated 10ml of solution within in 55sec. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident where during the pretest the foley catheter water removal was difficult. It seems that after injecting water, it was difficult to retrieve. Per notification from hcl investigator on 09feb2026, it was reported that balloon concentricity 75/25 was found during sample evaluation on 03feb2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident where during the pretest the foley catheter water removal was difficult. It seems that after injecting water, it was difficult to retrieve.